Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that server was in critical override mode. The technical support specialist (tss) accessed server, and a critical override query was executed to check for delays or communication issues. All systems were confirmed to be functioning normally. The critical override status across all facilities and stations was reviewed, and it was identified that the auto critical override time was not configured by the customer. Guidance was provided regarding device settings, which default to two hours but are configurable. The issue was resolved, and the customer approved case closure. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server devices did not automatically went into critical override after an epic upgrade. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.